Event description:
It was reported that bd ultra-fine¿ insulin syringe hub was detached. This was discovered before use. The following information was provided by the initial reporter: the hub was detached with the shield.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc, 12.7mm syringes. Customer states that the hub was detached with the shield. The returned syringe was tested and the hub-needle assembly did not separate from the barrel when the shield was removed. Unable to perform DHR check for needle hub separates due to unknown lot number. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd ultra-fine¿ insulin syringe hub was detached. This was discovered before use. The following information was provided by the initial reporter: the hub was detached with the shield.